Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the femoral head via a 5f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size 6mm. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. The device was prepped and deployed per the IFU. It was reported that "during deployment the device didn't feel right, and then the device got hung up. The physician retracted the sheath, sealant and pulled back". The patient was converted to approximately 25 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. On (B)(6) 2012, the aci vascular closure specialist reported that when the physician pulled the sheath back it got caught. Then the sheath came back and the sealant pulled back in the tissue tract and partially came out. The staff prepped the device per the IFU. A hematoma was discovered as soon as the sheath was retracted and the sealant came back. The hematoma was described as more of an acute swell which was resolved with 25 minutes of manual pressure. The patient was moved after the hematoma formed

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1225402) indicated that the device lot met all established performance criteria prior to shipment.